Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated stress incontinence, nocturia, incomplete bladder emptying, decreased force of stream, straining to void, post-void urinary incontinence, leakage with standing after voiding, urgency, frequency, urge and mixed urinary incontinence, vaginal vault prolapse, failed pubovaginal sling, greenish/brown drainage from vagina, weakness, right side and tailbone pain, urinary retention.